Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the advanix biliary stent was extremely difficult to push into the bile duct. During insertion, the stent began to compress at the fenestration holes closest to the delivery catheter. It was extremely difficult to withdraw the guide catheter from the stent. The procedure was completed with a duodenal bend advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.